Event description:
It was reported by service report that the unit won't hold weight due to broken struts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.